Manufacturer narrative:
The instructions for use contains device malfunction as a potential event that may be associated with use of the product. The IFU provides instruction on use of the o-ring. Component malfunctions are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. No further information will be asked for this complaint as it pertains to the (B)(6) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a us site that during a pump exchange in o.r., the o-ring on pump (B)(4) was damaged. It was noted that there was leaking of blood around inflow site. Upon further inspection it was noted that the o-ring was broken. Since the pump was already being prepped and in the chest, an o-ring was removed from (B)(4) and placed on (B)(4). The replacement o-ring resolved the issue and there was no consequence to the patient. No additional information is available. The investigation is ongoing.